Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing. It was also noted there may have been a device header or setscrew problem causing the oversensing. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).